Event description:
It was reported that the User was experiencing pain at the Sensor insertion site. The user noticed pain and yellow drainage at the site and stated they planned to visit the emergency room for evaluation. Follow-up discussions confirmed that the user did visit the emergency room due to concerns about the insertion site; However, no infection was identified, the stitches and bandage were found to be in good condition, and no treatment or medication was required. During a subsequent callback, the user confirmed the event was related to the sensor insertion and described ongoing pain at the insertion area, although they reported feeling better. The sensor remained in place, and the insertion site had not yet fully healed. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their provider for further medical guidance if needed. At the time of case closure, the user reported improvement, was continuing to use the Eversense system with current settings, and no further action was required.

Manufacturer narrative:
Development of Pain at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation.